Event description:
Information received indicates, the casters continue to swivel after the brake is activated.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.